Event description:
Pump #1 reported to be set at 44 ml/hr with a 1000 mls of total parenteral nutrition. Clinician reported the total parenteral nutrition infused over 13 hrs instead of the expected 24 hrs. No pt injury resulted. A new pump and tubing were used to continue therapy.